Event description:
End user called in to report she has developed a red, blotchy and occasionally weepy, non-itchy rash under the margins of the wafer's tape border. The rash began approx 1 month ago.

Manufacturer narrative:
Based on the info, this is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit nature 2 pc durahesive convex wafer and this event is deemed possible because product in use is temporally associated with the skin where the problem occurred. According to the end user, the rash extends beyond the tape from the 3 to 9 o'clock position. She cleans her skin with warm water and soap; and then applies the wafer. The end-user has been instructed on proper cleaning and care technique in the use of stomahesive powder and allkare protective barrier wipes. No add'l pt/event details have been provided to date. A return sample for eval is not expected. (B)(4).